Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information was requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was explanted due to an unexpected outcome. Ina follow up, the reporter indicated that the same model lens but 1.5 diopters different power was implanted back into the patient's eye. Additional information was requested.